Event description:
(B)(4). According to the information received, an end user reported blood in his urine. The user thought that the catheter did not have a smooth tip which caused him to bleed. He also reported diffculty when inserting the catheter and might have a stricture.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.